Event description:
Additional information from the hcp reports he knows of no problem with the device. No pt treatment was required or performed.

Event description:
The pump was explanted after an implant duration of 35 months. No reason for the explant was given. A follow up report will be sent when additional information is received.